Manufacturer narrative:
Visual inspection of the driver revealed that the driver had sustained a large amount of damage that can be indicative of impact shock. Physical damage was found on the primary motor, piston cylinder assembly (pca) scotch yoke, and front housing. The secondary motor's cam follower was out of the bottom dead center (bdc) position which can be indicative of the secondary motor engaging. The driver's alarm history was reviewed and revealed a fault code 12 alarm and is most likely the customer-reported alarm as it is recorded when the primary motor does not engage the pca for five seconds. This leads to the secondary motor engaging since the primary motor cannot engage the pca. The root cause of the customer-reported alarm was determined to be the primary motor failing to engage the pca for five seconds. It cannot be conclusively determined what caused the motor malfunction, but it was most likely caused by the physical damage on the primary motor. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 5213 follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a continous fault alarm for no reason while supporting a patient at home. The customer also reported that the patient's blood pressure was normal when he went to the hospital to have it checked. The customer also reported that the patient switched to a backup freedom driver. There was no reported adverse patient impact.